Event description:
Red status led. No patient involvement.

Manufacturer narrative:
Throughout the investigation, the green status led flashed as normal and the red status indicator did not activate outside of specification. No measurable fault was identified on the membrane or the status led/beeper circuitry. Information from the device memory showed the device failed no self-tests, which is the normal condition required to activate the red status indicator. Failures characterized by a red status indicator, yet no self-test fails and evidence of missed self-tests in the device memory are indicative of a q45 failure.

Event description:
Red status led. No patient involvement.